Event description:
Analysis of an explanted generator was completed on (B)(4) 2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the generator decoder spreadsheet from the product analysis identified that a high impedance condition was seen while the generator was implanted in the patient. Further follow-up with the physician revealed that high impedance (>10,000 ohms) was obtained prior to the generator replacement. It was reported that the patient had begun to experience an increase in seizures; therefore, diagnostics were run. The physician reported that the surgery was scheduled due to the high impedance and the increased seizures. The physician reported that the patient experienced approximately five seizures per week and that the patient's pre-vns baseline was not known as the patient had been implanted with vns since 2002. The physician reported that no lead break or fractures were seen on x-rays. It was reported that during the surgery a new generator was connected to the existing lead and device diagnostics were within normal limits. The physician reported that x-rays were unable to determine whether a lead pin issue was present, but that he suspects the high impedance was due to a lead connector pin issue and it becoming loose over time. The physician reported that there was no trauma or patient manipulation that would have caused the connector pin to become loose within the generator header.

Manufacturer narrative:
The initial manufacturer report inadvertently did not also select adverse event. The initial manufacturer report inadvertently did not include the outcomes attributed to the adverse event.

Manufacturer narrative:
The event date is being corrected because the high impedance occurred prior to the previously reported aware date.